Event description:
Clinical study. Same case as 6000089-2006-01827. Same pt as 6000089-2006-01825, and 01826. It was reported that 969 days after a coronary drug eluting stenting treatment procedure, the pt had chest pain and required a target vessel reintervention (tvr). On the day of the index procedure, the clinical status assessment identified the pt's qualifying condition as stable angina (ccs class 4) and the pt was referred for cardiac catheterization. The index procedure treated a 3.50x15mm, 90% stenosed lesion in the mid right coronary artery (mid rca) with predilation and placement of an express2 3.50x16mm bare metal stent. A second express2 3.50x16mm bailout bare metal stent was also placed, reducing the stenosis to 0%. A 60mm long lesion in the distal portion of the saphenous vein graft (svg) to the right posterior descending artery (rpda) was treated with 3 commercial stents of size 3.0x33mm, 3.0x28mm, and 3.0x18mm. Pt was discharged 2 days later on aspirin and plavix. 969 days after the implant procedure, the pt presented to the ER with complaints of chest pain and was admitted for further eval. The next day, the pt underwent a cardiac stress echocardiogram which revealed evidence of inferior wall ischemia. On the same day, the pt underwent coronary angiography which revealed: 100% stenosis in the mid left anterior descending artery (mid lad); 90% stenosis in the ostial ramus, which was treated with a 3.0x8mm taxus stent, reducing the stenosis to 0%; sixty five percent stenosis in the mid rca, the pre-existing stent to the rca was stenotic, 100% stenosis in the r-pda, and 90% proximal stenosis in the right atrioventricular branch (r-pav); core lab qca report notes the mid rca had 55.76% stenosis in projection 1 and 50.83% stenosis in projection 2. A 3.0x12mm taxus stent was placed in the mid rca and a 3.5x16mm taxus stent was placed in the r-pav, reducing the stenoses to 0%. The pt was discharged 2 days after admission on aspirin and plavix. In the opinion of the physician the relationship of the tvr to the study stent was possibly, and the relationship to the prior co-morbid condition was probably.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not avaialble, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.